Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump touchscreen not responding. After a few tries, the pump screen responded. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform touchscreen tests and the pump was found to be operating as expected.